Event description:
The customer experienced an issue with a damaged charge port, which required them to wiggle the cable to establish a connection and charge the device. There was no reported adverse impact to the customer. The customer declined further troubleshooting from technical support. No additional patient or event information was available.